Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 336 mg/dl with an unknown cause. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer indicated being uncomfortable using the pump. Reportedly, customer was using off-label insulin. The customer continued to use the pump for insulin therapy.